Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices, specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6), 2008, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On an unk date, a type ii endoleak was detected, which contributed to an unk amount of aneurysm growth. On (B)(6), 2012, the pt was implanted with a gore tag thoracic endoprosthesis and an amplatzer plug to treat the type ii endoleak. The endoleak was resolved and the pt tolerated the procedure.